Event description:
Attempted to remove epidural catheter percutaneously. Upon withdrawal the catheter split. Pt was brought back to the block room, monitored, sedated and lumbar area prepped. A 2cm incision was made and the epidural catheter was removed with the tip intact. Lumbar area was cleansed steri strips and occlusive dressing applied.